Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an unknown issue was confirmed as due to depleted main batteries during product evaluation. Inspection of the device found the pump's main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA-(B)(4).

Event description:
The facility reported a pump with an unknown issue. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.